Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. The device was tested and passed the functional assessment including testing for temperature. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified spine surgical procedure, it was discovered that the ¿shaft came unscrewed and swiveled¿ on the attachment device. According to the reporter, when the user attempted to hand tighten the device, it was observed that the device came ¿undone¿. The reporter also indicated that the device was overheating and the console device displayed e6. There were no delays to the surgical procedure as a spare device was available for use. There were no reports of patient or user injuries. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.